Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection a separation was observed between the twist clamp (dark blue female connector and main body assembly) and the silicone tubing. There were markings on the inside of the tubing where the female connector had previously been assembled. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause could be due the female connector and the silicone tubing are a friction fit and not a solvent bond. A strong tug on the tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set leaked. During peritoneal dialysis (pd) therapy the patient¿s mother observed the transfer set had leaked prior to connecting the patient to the cycler. The caregiver immediately clamped the patient¿s pd catheter. The leak was noted to be ¿coming from around the opening at the top of the twist clamp¿ and upon further inspection of the twist clamp ¿the tubing became detached from the twist clamp¿. The transfer set was changed, and the patient was prescribed unspecified intraperitoneal prophylactic antibiotics and monitored for peritonitis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.